Event description:
The following was reported to hamilton medical ag: after switching on the device, license keys disappear. Options disappeared no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).